Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist was having trouble with the hematocrit saturation (h/sat) number was jumping around. The inaccuracies were noted on three separate occasions. The device was not changed out. The surgical procedure was completed successfully. And there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review: during start-up, h/s module color chip failure message was displayed. The h/s probe mounting on the side of the monitor was checked and the color chip test was retried. A second failure was experienced and the clinical team cleaned the surface of the color chip and the h/s probe window and again retried the test. They experienced a third failure and again checked the mounting of the probe and re-cleaned the surfaces. After these steps, the color chip test passed and they were able to use the monitor for the procedure. Shortly after going on cpb, the perfusionist ran an in-vivo recalibration by comparing the results of the blood parameter monitor (bpm) to an independent lab analyzer. It was discovered that the bpms hematocrit measurement was 4% units higher than the lab analyzer. After the in-vivo recalibration was completed, the hematocrit measurements of the bpm closely tracked the lab analyzer. There were no incorrect or missed treatments based on the initial inaccurate hematocrit values.